Manufacturer narrative:
The unit was received with unresponsive buttons due to corroded keypad traces. The device was received with cracked case at the display window corners, display window, belt clips slot, and battery tube threads. The device was received with minor scratched lvd window. The device was also received with stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had many scratches on the display window and cracks near battery compartment.